Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had pocket site pain. All impedances were within normal limits. The pocket was moved north away from their hip bone. The patient was reprogrammed to cover her normal chronic pain. The issue was reported to be resolved. No further complications were reported.